Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined. A general reagent issue could most likely be excluded.

Manufacturer narrative:
The customer's centrifuge speed was not in accordance with the tube manufacturer recommendation. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable vitamin d total elecsys result for one patient sample from the cobas 6000 e601 module. The initial result was 24.18 ng/ml. On (B)(6) 2020, the repeat result was 84.46 ng/ml which was believed to be correct. The questionable result was reported outside of the laboratory. The reagent lot number was 484688. The expiration date was requested but was not provided.